Event description:
A customer obtained a non-reproducible, lower than expected vitros phyt result (< 3.0 vs. An expected result = 6.16 ¿g/ml) from a proficiency sample when run on a vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. There was no report that patient samples were questioned at the time of the event. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, lower than expected vitros phyt result was obtained from a proficiency sample using a vitros 5600 integrated system. The most likely cause of the event is user error due to inappropriate sample dilution, although this could not be confirmed. There was no evidence that an instrument or reagent related issue contributed to the event.